Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as aug 27, 2010 in the initial report. The device manufacture date has been updated as sep 2, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the burr device stopped working while in use with the motor device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device quickly heated up and was smoking which caused the pre-test to be not fully completed. It was further determined that driveshaft was broken which caused the heating up and smoke. It ws determined that these issues were consistent with excessive force was used during use, which is abuse/misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the burr device stopped working when in use with the motor device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure, of if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.